Manufacturer narrative:
Updated data: b2. B5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was discharged home the day after the valve-in-valve procedure.

Manufacturer narrative:
The event now meets criteria for serious injury (from previous malfunction report type). Corrected data: h6 - aortic stenosis no longer applies to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that leaflet calcification and moderate tricuspid regurgitation were identified on the transthoracic echocardiogram (tte). Patient symptoms were not reported as result of this event. A valve-in-valve procedure was performed. A non-medtronic valve was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven years, eight months following the implant of this 29mm transcatheter aortic bioprosthetic valve (tav), valve failure was reported. The primary mode of valve failure was structural valve deterioration: predominant aortic regurgitation with severe hemodynamic valve deterioration. This was characterized by an increase in mean gradient of >=20mm hg from baseline and a mean gradient of >=30mm hg. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-tav replacement procedure, tav-in-tav, was appropriate.